Event description:
Philips received a complaint by the customer on the v60, indicating that the device failed preventive maintenance (pm) and needed to be repaired. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the device failed preventive maintenance (pm) and needed to be repaired. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp performed pm which failed. The asp found that the pressure and flow sensors were out of range and replaced the gas delivery system (gds). Once the asp performed the gds replacement, the asp confirmed that the pressure and flow sensors were within range per philips. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H11: philips received a complaint by the customer on the v60, indicating that the device failed preventive maintenance (pm) and needed to be repaired-- the device failed pressure, air flow, o2 flow, and o2 mix tests. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp performed pm which failed. The asp found that the pressure and flow sensors were out of range and per good faith effort (gfe) response received (B)(6) 2024, the asp confirmed that the device failed pressure, air flow, o2 flow, and o2 mix tests. Based on this information, this is not a reportable event and was reported in error.